Event description:
It was reported that the ilet displayed prompts to connect the cgm or enter blood glucose, and the dexcom g7 failed to pair until the user re-entered the cgm pairing code through the cgm menu and initiated the sensor start, after which a warmup timer appeared and normal setup proceeded. Symptoms included no reported adverse physiological effects. Outcomes included successful cgm pairing initiation with no medical intervention. Investigation included technical troubleshooting and user guidance to start the sensor and re-enter the pairing code. Investigation of this case revealed an initial pairing failure resolved by correct sensor start and code entry, consistent with a pairing or setup workflow issue without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or use-related misunderstanding during cgm pairing.